Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to prime manually. Customer was advised to change the set and prime again; no motor error alarm occurred. Blood glucose value is unknown. The insulin pump would not be replaced and returned for analysis.